Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 there was a loss of connection between the transmitter and smart device occurred. No additional event or patient information is available. Data was received for evaluation, confirmation of the complaint was confirmed via data. A probable cause could not be determined via data.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. A pairing test was performed with a known good transmitter and passed. Voltage testing was performed and passed. A review of the downloaded data log confirmed the reported event of loss of connection. A root cause could not be determined.